Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the pacemaker exhibited an overestimated battery life. No programming changes were made. There were no patient consequences.